Event description:
Country of complaint: (B)(6). The hook broke into two pieces during an intervention. The two pieces were found.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: visual inspection - the electrode arrived clean without the broke off hook. It was noted that a piece of the insulation was chipped off. Microscopical inspection: the magnification of the fracture surface shows the typical indications of a fracture caused by a mechanical overload (bending forces in conjunction with torsion). The chipped insulation is the result of a handling error. The peripheral breakage surface of the hook displays a grainy coarse appearance, which is not typical. Conclusion: the root cause for the fracture has been determined to be the result of a mechanical overload of the tip/hook. Due to the strange appearance of the surface of the hook fracture, a material defect cannot be ruled out with certainty.